Event description:
Customer reported button error alarm. Customer's blood glucose was 162 mg/dl at the time of the call. Troubleshooting found the customer's insulin pump may have been exposed to moisture. The customer is advised to disconnect from her insulin pump and revert to back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, and a missing end cap sticker.